Event description:
The following is based on a review of the pt's medical records and pt fact sheet provided to davol by the pt's attorney. On (B)(6) 2008 - implanted was implanted with a bard and non-bard support system for pelvic repair. On (B)(6) 2009 - the pt underwent removal of vaginal mesh previously implanted and abdominal sacrocolpopexy with implant of a bard flat mesh due to recurrence of her prolapse of the vagina vault and cervix. On (B)(6) 2011 - the pt was evaluated by a physician due to chronic pelvic pain, urination urgency but no incontinence, nocturia x2-3, and feeling an uncomfortable bulge. The pt was determined to have complete apical prolapse with +3-4cm providing an 0.5cm mesh erosion on anterior wall with a 1cm erosion on posterior wall. On (B)(6) 2011 - the pt was evaluated due to continued complaints of vaginal pain and discharge, also bothered by prolapse and pressure. On exam there is an 0.5cm mesh erosion on anterior wall with a 1cm erosion on the posterior wall. Pt was fitted with a #6 ring with support pessary. On (B)(6) 2013 - [pt continues to experience pain from time to time, and at times is usable to stand up straight.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or eval info is obtained, a follow up MDR will be submitted.